Event description:
Three days post treatment with bovine collagen, the pt experienced lumpiness. The bumps continue accompanied with erythema one month after treatment. The physician prescribed elidel topically and motrin orally.